Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. The implantable cardiac monitor exhibited intermittent undersensing. The device remained implanted.